Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, at 80% deployment, the valve was positioned at a depth of 8mm on the non-coronary cusp (ncc). It was determined that the valve was positioned too deep, and a decision was made to attempt to position the valve at a depth of 3mm. The valve was recaptured without issue. On the second deployment attempt, at 80% deployment, the valve did not expand as expended and an infold the length of the valve was observed. The valve was recaptured a second time. On the third deployment attempt, at 80% deployment, the valve again did not expand as expected. The valve was recaptured and the system was withdrawn from the patient. A new valve and delivery catheter system (dcs) were used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34us (lot: 0010994032); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.